Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly an irritation at the electrodes. The patient is reportedly bedridden and had a history of pressure sores. The patient's physician advised the patient to place gauze at the irritated areas, but this was not possible as this prevented proper contact between the lifevest and the patient's skin. No further medical intervention was sought. Follow up indicated that the area was the same. The final medical outcome is unknown.